Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, loss of capture was noted on the right ventricular lead. Perforation of the right ventricle was detected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.